Event description:
It was reported that an asymptomatic patient presented in the operating room for a change out due to normal eri. Externalized conductors were observed. Noise was also noted. The lead was capped and replaced. The patient condition was and is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.